Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) displayed air leak error message. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed air leak error message. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and could not confirm "air leak" error message. The fse did confirm "leak in iab circuit" messages and "iab disconnected" message on the reported date. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.